Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 450mg/dl. Troubleshooting was performed. The basals, bolus history, time, and date were correct, but the daily totals were not correct. The alarm history revealed low reservoir alarms and auto off alarm. Run a self test and the insulin pump passed the test successfully. It was found that the customer was inserting the infusion set while sitting. Advised customer to insert the infusion set while standing. Instructed customer to discontinue use of the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.